Event description:
It was reported that during a v8.0 software upgrade, an error message was rec'd stating "7.1v software is not running" and that the same error message would repeatedly appear when attempting to navigate through the software and during/after "successful" interrogation sequences. The handheld computer and associated software were returned to the manufacturer and the reported event was confirmed. A preliminary analysis of the software revealed that the previous 7.1 software version had not fully uninstalled, possibly due to an unk interruption, resulting in the 7.1 notifications being left in the handheld computer's windows ce notification database, which prompted the display of the error message. Additionally, it was noted that the v8.0 software was fully installed on the handheld device, which explains why the reporter was able to navigate through the software and perform interrogation attempts. The analysis also confirmed that the issue could have been mitigated by performing a "hard reset" on the handheld computer which would have removed the messages and resulted in the re-installation of the v8.0 software. The cause of the upgrade interruption is unk. A thorough analysis of the returned handheld and software is still in process.